Event description:
It was reported that a user experienced hyperglycemia after eating oatmeal and announcing a usual lunch size on the ilet, with reported carbohydrate intake of 46 grams and only 6 units of insulin delivered for the meal, and the agent suspected an incorrect meal size announcement leading to elevated glucose. The user did not want to continue the conversation and disconnected the call before the agent could gather all information including additional symptoms/ alerts that occurred. Symptoms included elevated blood glucose, with a reported high of 240 mg/dl. Outcomes included no alerts or alarms from the device and no healthcare utilization. Investigation included a customer interview, review of the reported glucose trend, review of insulin dosing relative to the announced meal, and user education on accurate meal announcements. Investigation of this case revealed use error related to incorrect meal size selection during a carbohydrate-dense meal, with the device functioning as designed and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement accuracy.

Manufacturer narrative:
Initial